Event description:
Reportedly the blood warmer was in use for the third unit of blood being administered during a surgical case. During administration of this unit of blood the anesthetist noted the warmer alarming and displaying 20.6 degrees in the display, the anesthetist felt the outlet line with her hand and determined it was not hot. The blood administration was completed and the warming unit that was alarming was exchanged for another warming unit. The administration of blood was resumed for the duration of the surgical case. A blood test determined that the pt had hemolyzed blood of undetermined origin during the surgical case.